Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. A failure to deploy the suture as reported can be influenced by, but is not limited to, manufacturing, patient anatomical conditions and user technique. During manufacturing, all devices undergo a variety of cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed as part of lot release testing. A cuff miss can be caused by tissue being too thick and certain anatomical conditions such as heavily calcified arteries and scar tissue. There was no report that the patient had these conditions or any of the conditions listed under the special patient populations section of the proglide instructions for use. Suture deployment can be influenced by several factors, including, but not limited to, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. There was no report of any abnormal user technique. Based on the reported information and the inspection criteria, a definitive cause for the reported failure to deploy the suture and associated patient effects could not be determined. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the lot number was not reported and the device was not returned for analysis. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted placement of the proglide sutures in a 6fr, right common femoral arteriotomy using the pre-close technique prior to a carotid interventional procedure. Reportedly, during harvesting the sutures, the sutures came out of the artery. The proglide device was removed and sutures from a second proglide device were placed successfully using the pre-close technique. The sheath was upsized to a 9fr and the interventional procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.